Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The surgeon was tightening the device and the metal snapped at the part of the device with the "hook." On (B)(6) 2016 nurse who participated with the l total hip arthroplasty reports no harm done. It was this part that broke (ratchet), the piece that connects to the hook, not the hook. Number 1 of 3.

Manufacturer narrative:
On 7/25/16 integra investigation completed. Concomitant devices added. Method: failure analysis, device history evaluation. Results: failure analysis - product was not released / returned for inspection. Device history evaluation - product was not released / returned for inspection nor was the lot number provided. An order history was performed for this customer in hopes of obtaining the most likely lot number but no records are on file for this product ID, as such a DHR review can not be performed at this time. "A two year look back for this reported failure and or related to "metal snapped at the part of the device with the hook" for this product family shows that 1 complaint was received. No new design or manufacturing trends have been identified." Conclusion: the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.